Manufacturer narrative:
Concomitant products: c6tr01 crt-p implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads were exhibiting high thresholds. Outputs were adjusted downward and the patient's lower pacing rate was decreased and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.